Event description:
The report received from the (B)(4) study that approximately during a staged procedure, a dissection occurred during repair of a previous one. Four months after the index procedure, patient had a nstemi. The patient also had a dual chamber ICD placed. During the initial procedure, pci was first performed on a 90% de novo lesion in the mid lad of 31 mm in length in a 2.25mm vessel diameter with severe vessel tortuosity. The (type c) lesion was pre-dilated with a 2.0x20mm balloon at 8 atm after failed direct stenting with a 2.25x23mm cypher stent. After additional pre-dilatation, the stent was reinserted and deployed. While attempting to deploy a 2.5x13mm cypher overlapping the previous stent at the distal end, the diameter was too small. Therefore, 2.25x12mm taxus liberate stent was deployed distal to the previous stent because the initial stent did not fully cover the lesion. In a staged procedure, a 4.0 xb 6 cordis french vista brite tip guide catheter was at the edge of the left main and injection into the guide catheter resulted in dissection of the ostium of the left main creating a flap and interruption of blood flow into the left coronary artery that happened to be left dominant. It was treated with a stent placement, intra-aortic balloon pump, balloon angioplasty, acls measures (chest compressions, atropine, epinephrine), emergent intubation and central line placement. Emergent pci was performed on a lesion in the left main of 10mm in length in a 4.0mm vessel diameter. During treatment of this lesion, there was emergent placement of a non cypher stent, 3.5x15mm multi-link vision stent at 10 atm. Post-dilatation was performed with a 4.0x10mm dura star balloon due to a dissection and insufficient flow. Pci was performed next on a lesion in the 1st diagonal of 8mm in length in a 2.5mm vessel diameter due to residual stenosis was treated with a non cypher des.

Manufacturer narrative:
Timi iii flow was recorded post-procedure and the residual diameter stenosis was 0%. After emergent repair of the lm, the pi moved on to the mid-lad. There was a dissection plane created with just plain balloon angioplasty, however timi 3 flow from mid to distal lad continued. A 2.5x12mm endeavor stent was inserted to cover at least a small section of that dissection plane leaving a 15mm residual dissection that was not impeding flow and timi 3 final results. The patient was transferred to ICU with intra-aortic balloon pump. Approximately four months after the index procedure, an mi was reported. The EKG shows anteroseptal infarct, suspect inferior ischemia, and possible lateral ischemia were noted. An angiogram was not performed. He attempted three (3) vision (bare metal) stents for a total of six (6) stent attempts in the lad. These stents were chosen due to the possible need for surgical repair later. However, none of the vision stents were successful. The patient was receiving life-saving measures throughout the procedure, and after so much time elapsed with the vision attempts, the endeavor was placed emergently. Approximately 3 weeks later, the patient had altered mental status and bilateral carotid stenosis was found. The patient was diagnosed with a stroke (cva/tia). The patient is being medically managed. Stent 1, cass 11, left main pre-dilated with apex monorail 2x8 mm at ____ atm. Lot# 13330144; (B)(4). Multi-link vision 3.5x15 mm stent deployed at 10 atm. Lot# 9092541; (B)(4). Post-dilated with cordis durastar at ____ atm. Lot# 15082437; (B)(4). Stent 2, cass 13, mid-lad attempted pre-dilation with apex monorail 2x8 mm, dropped on floor. Lot# 13236930; (B)(4). #1 pre-dilation with apex monorail 2x8 mm at ____ atm. Lot# 13348621; (B)(4). #2 pre-dilation with mulit-link mini vision 2.25x18 mm at ____ atm. Lot# 9073141; (B)(4). #3 pre-dilation with mulit-link mini vision 2.25x12 mm at ____ atm. Lot# 0021541; ref# 1007822-12 #4 pre-dilation with mulit-link mini vision 2.25x8 mm at ____ atm. Lot# 0020541; (B)(4). Stent attempt #1 with multi-link vision 2.25x18 mm. Inserted and removed intact, not deployed. Lot# 9073141; (B)(4). Stent attempt #2 with multi-link vision 2.25x12 mm. Inserted and removed intact, not deployed. Lot# 0021541; (B)(4). Stent attempt #3 with multi-link vision 2.25x8 mm. Inserted and removed intact, not deployed. Lot# 0020541; (B)(4). Medtronic endeavor 2.5x12 mm stent deployed at 12 atm. Lot# 0001088319; (B)(4). This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of three devices associated with the reported events that were submitted under the following manufacturing numbers 9616099-2010-00530 and 3003742446-2010-00330.

Manufacturer narrative:
The report received from the (B)(4) study indicated that a (B)(6) patient experienced a coronary artery dissection in a previously deployed cypher stent during a staged procedure and a myocardial infarction approximately four months after cypher stent deployment. During the index procedure, a lesion in the mid lad was treated. The lesion was described as 90% de novo, of 31 mm in length in a 2.25 mm vessel diameter with severe vessel tortuosity. The (type c) lesion was considered anatomically complex due to the length of the lesion. The lesion was pre-dilated after failed direct stenting with a 2.25x23 mm cypher stent. After additional pre-dilatation, the stent was reinserted and deployed. Then an attempt was made to deploy a 2.5x13 mm cypher overlapping the previous stent at the distal end but the diameter of the stent was too big for the 2.25 mm vessel diameter. Therefore, the product was removed and a non-cordis stent (2.25x12 mm taxus liberte) was deployed distal to the previous stent successfully. Post-dilatation was performed. The residual diameter stenosis measured 0%. The patient returned for a planned staged procedure two weeks later to treat a lesion in the left main and first diagonal. Additional information received from the procedural reports detailed the events of the staged procedure as follows. A 4.0 xb 6 cordis french vista brite tip guide catheter was inserted at the edge of the left main and injection into the guide catheter resulted in dissection of the ostium of the left main creating a flap and interruption of blood flow into the left coronary artery leading to cardiac arrest. This event was previously reported. Chest compressions, atropine, dopamine and epinephrine were given. That one bmw guide wire was placed in the lad and another in the left circumflex artery. Balloon angioplasty (2.0x8 apex) of the left main was performed restoring blood flow. A 3.5x15 mm vision stent was implanted in the left main into the dominant left circumflex with timi iii flow results. There was timi iii flow into the lad as well. The patient's blood pressure, heart rate and saturation was recovered, dopapine administration was reduced and the patient was intubated. A 4.0x10 mm dura star balloon was used to post-dilate the vision stent and angiography revealed resolution of the dissection plane and timi 3 flow, both into lad and left circumflex. The dura star balloon was removed and an apex 2.0x8 was inflated in the mid lad which appeared to have very residual small clot. A mini vision 2.25x18 and 2.25x12 were inserted but not deployed. Additional inflation with the apex balloon was conducted seven times in the mid lad before attempts were made to deploy a vision stent. Attempts to deliver mini vision 2.25x18, 2.25x12, 2.25x8 and a 2.25x12 were made, however were not deployed. There was a dissection plane created with just plain balloon angioplasty, however timi 3 flow from mid to distal lad continued. A 2.5x12 mm endeavor stent was inserted to cover at least a small section of that dissection plane leaving a 15mm residual dissection that was not impeding flow and timi 3 final results. The patient was transferred to ICU with intra-aortic balloon pump. Approximately four months after the index procedure, an mi was reported. The EKG shows anteroseptal infarct, suspect inferior ischemia, and possible lateral ischemia were noted. An angiogram was not performed. No additional information was available. The patient's medical history includes family history of cad, hyperlipidemia, hypertension, type ii diabetes, pvd/claudication. The product was not returned for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Coronary artery dissection, myocardial infarction and thrombus are known potential adverse events associated with stent implantation procedures. It is our intention to report conservatively when there is a possibility of a cordis product involvement in the events reported. Therefore, the dura star balloon and the cypher stent are also reported for vessel dissection occurring after repair of the initial left main dissection and thrombus will be reported in the cypher stent as the procedural report indicated that there was residual thrombus. Based on the information provided, there are possible procedural factors (cardiac arrest with chest compressions), vessel complications (dissection) and multiple products involvement that may have contributed to the dissection and thrombus events. Based on the limited information provided regarding the myocardial infarction four months post implantation of the cypher stent, it is not possible to draw a conclusion about a clinical relationship between the device and the mi reported. However, the patient's advanced age and comorbidity risk factors present in the medical history may have contributed to it. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.